Event description:
It was reported that the patient developed an infection during the trial for the pump. The medication used was morphine. No further information was given on this event. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).